Event description:
Customer reported that the numbers on the screen of the insulin pump started ramping on their own when trying to program an insulin bolus. Customer stated that the device was exposed to moisture and fluid can be seen under the lcd screen. Blood glucose 236 mg/dl. Nothing further reported.

Manufacturer narrative:
Down arrow button did not respond due to flattened button dome switch. Insulin pump had moisture damage on electronics. No scrolling numbers display anomaly noted. Insulin pump received with cracked display window, cracked display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.